Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was noted to be fractured during the device check last month. The field representative was only made aware about the issues during the device change out. This ra lead was surgically abandoned. No additional adverse patient effects were reported.